Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported issue was reproduced. A review of the event history log (ehl) revealed occurrences of "system error 322 - link switch error (low)". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the lower link switch failure . The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.